Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The hcp had no history of the drugs being used but thought the patient was receiving intrathecal hydromorphone and bupivacaine. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. It was reported there was a battery problem with the pump. The hcp did not know when this event occurred but noted it occurred ¿several years ago¿ (from (B)(6) 2016). The hcp had no further history.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.